Event description:
It was reported that the iab was inserted through a sheath. Approx 30 mins after insertion, a rupture was suspected. Blood contaminated the iabp. The iab was removed and a re-insertion was not required. There were no reported pt complications.

Event description:
It was reported that the iab was inserted through a sheath, approx. 30 minutes after insertion, a rupture was suspected. Blood contaminated the iabp. The iab was removed and a re-insertion was not required. There were no reported patient complications.